Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced a peristomal granuloma about the size of 12 mm to 15 mm, surgically untreatable. The duodopa specialist recommended changing the peg-j. Due to stomach anatomy, it was not possible to perform a new stoma. The patient was hospitalized on (B)(6) 2018 and returned to the gastroenterology to restore the peg- tubing. On an unreported date, the patient was treated with antibiotic amoxiplus intravenous (IV). The scar from the old stoma being cured, a new stoma was performed. On (B)(6) 2018, the peristomal granuloma resolved. On (B)(6) 2018, the patient was discharged.